Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29sj7, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID 978b128, lot#: va2cd5a, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b128, serial/lot #: va29sj7, ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device was not working. The patient said the device has been shut off. The patient said they went through the surgery 2 times and it didn't work for them. The patient said they kept diaries and went to the hcp but it didn't work for them. The patient said the eval was successful. The patient said they were told maybe the lead moved so it was put on the other side and still never helped their symptoms. The patient said they had "needles" in their bladder which helped for 4 months and was wonderful.